Event description:
The pt received his scs sys on an unk date. It was reported that the pt is without stimulation and the pt programmer cannot establish communication with the ipg. A new communication wand did not resolve the issue. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.